Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the ultrafiltration of a hemodialysis (hd) machine turned off on its own when the staff checked the machine. Upon follow-up with the biomedical technician (biomed), it that reported that after being setup and initiating treatment, the machine uf turned off on its own. The biomed could not confirm how long into the patient¿s hemodialysis (hd) treatment the issue occurred. The biomed stated that the uf rate goal had to be increased in order to pull the correct amount of fluid removal (exact amount unknown). There were no machine alarms. The biomed stated that the up/down arrows were used to manually adjust the uf goal and treatment time. The patient was able to successfully complete treatment and the correct amount of fluid was removed from the patient at the end of treatment. The patient¿s pre and post treatment weights were as expected and the same scale was used for both readings. The biomed stated that they did not think the patient ate or drank at all during treatment, but could not confirm. The biomed confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient did not have any complaints or symptoms related to the reported event and no additional treatments were required. Additional patient and treatment details were requested, however not provided. The biomed stated that the machine was returned to service without reoccurrence of the reported issue and that no parts were replaced and no repairs made.